Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of increased gradients and central regurgitation were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, ''post 23 s3u viv, intraprocedural cath gradient was13mmhg. Implanting physician wanted to stretch or crack the valve, but at the time did not have an appropriately sized true balloon on the shelf. On follow-up tte the next day, mean gradient (mg) was 34mmhg''. Medical report also states that the valve remained under expanded after implant. In this case, it was likely the implanted valve (s3u) was under expanded due to the constraint of pre-existing valve. The under expanded valve could obstruct flow across the valve resulting in increased gradient. As such, available information suggests that procedural factors (under-expanded thv with constraint of pre-existing device) may have contributed to the complaint event. In this case, the central regurgitation was observed after the post-dilation with a non-edwards balloon due to post-implanted valve having increased gradient two months post implantation. Per training manual, post-dilation can improved thv shape, and improved hemodynamics; however, it is also a risk for central ar. Post-dilation can lead to an over expanded valve leading to central regurgitation. In addition per training manual, it is recommended to use same delivery system for post-dilation. As such, available information suggests that procedural factors (post-dilation with non-edwards device) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a valve-in-valve (viv) procedure with a 23mm sapien 3 ultra in a 23mm edwards surgical valve, in the aortic position. Post 23mm s3u viv, intraprocedural cath gradient was 13mmhg. Implanting physician wanted to stretch or crack the valve, but at the time did not have an appropriately sized true balloon on the shelf. On follow-up tte the next day, mean gradient (mg) was 34mmhg. Follow-up mg by tte was similar at 1 month. The patient was brought back to the lab on (B)(6) 2023 (about 2 months post viv) to check invasive gradient and fracture if necessary. Mg by cath was 35mmhg. A 24mm true balloon was inflated beyond 20atm until a pop was felt and the pressure dropped, reducing the invasive mg from 35mmhg to 17mmhg, but also resulting in a more expanded valve than expected and a new central aortic regurgitation (ar) grade 2+. Follow-up tte showed that the ar was stable at 2+ and mg was 16mmhg. The patient reported to be feeling fine. Re-operation was recommended, although a second tavr has also been considered (23+ vs 26).